Manufacturer narrative:
Returned, not yet evaluated

Event description:
It is now known that no pieces of the device were retained in the wound.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned impactor pad confirms the impactor piece was broken and the piece was not returned. The identification of gauges and wear on parts in attached photos indicate that device in repetitive usage. DHR was reviewed and no discrepancies were found. Due to the potential field age, repetitive use and the nature of this part, the device fracture occurred due to wear and tear. Investigation results concluded that the reported event was due to wear and tear from use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that patient underwent a knee arthroplasty, and during the initial clamped impaction, the blue impactor piece chipped off.